Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at a reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.